Event description:
It was reported that the patient recently passed away. No other relevant information has been received to date.

Event description:
Additional information received from the physician's office reporting that the cause of death is unknown, but it was not related to the vns. The patient was doing well with the vns.